Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record was provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege patient underwent left internal jugular approach power port-a-cath placement for gastrointestinal cancer with metastatic colon. 1% lidocaine was applied to the subcutaneous tissue of the anterior chest wall and anesthetic was placed in the skin between the base of neck puncture site and proposed site of port placement. An incision was made in the anesthetized skin of the anterior chest wall and a pocket was created for placement of the port. A tunnel was then fashioned between the port and the base of neck incision, and the catheter was advanced from the port incision to the base of neck incision in the subcutaneous tunnel. A peel away sheath was then placed over the wire. The catheter was then advanced through the peel away sheath into the superior vena cava. The peel away sheath was then removed, and the catheter was withdrawn such that the tip was placed in optimal position in the superior vena cava under fluoroscopy. The catheter was cut and connected to the port which was then placed into the pocket in the anterior chest wall. The port itself was anchored into the pocket with absorbable suture. The port was then accessed, and function was shown to be satisfactory. Around four months later, patient underwent removal of port for port a catheter infection and placement of PICC line for continuation of therapy. The overlying soft tissues were anesthetized, a small venotomy incision was created. A guidewire was advanced to the level of the superior caval atrial junction for measurement purpose. A peel away sheath was placed and 33 cm, single lumen was inserted to the level of the superior caval atrial junction. A post procedure spot fluoroscopic was obtained. The catheter easily aspirated and flushed and was secured in place with stat lock device. Then paid towards removal of port a catheter. The skin overlying the port a catheter was prepped and draped in usual sterile fashion. After the overlying soft tissues were anesthetized 1% lidocaine with epinephrine, port a catheter was removed using a combination sharp blunt dissection. A small amount of purulent debris was able to be expressed from port reservoir and as such, the reservoir was packed with iodoform gauze and left open to allow for healing by secondary intention. Two days later, patient presented to office visit for port site dressing change. She had right chest wall port-a-cath placed around april of this year and recently presented with some wound breakdown and drainage from site. Site was cultured at oncology center and has grown a few rare staphylococcus aureus. She was on augmentin and underwent port-a-cath removal and PICC placement two days prior. Port pocket was filled with iodoform gauze afterwards. She presented for port site dressing change. She had some discomfort at port site dressing change. She had some discomfort at port pocket but no increased erythema or purulent drainage. There was a small amount of blood at the base of the wound. The next day, blood culture dated five days prior from the port-a-cath result showed rare staphylococcus aureus infection. Per the medical record review, it was confirmed the patient had a bacterial infection. However, the relationship between the port and the alleged adverse event is unknown, and there was no device malfunction that was reported or occurred. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately four months and two days post a port placement via the left internal jugular vein, for the treatment of gastrointestinal cancer, the patient allegedly developed with bacterial infection with the blood culture resulted positive for staphylococcus aureus infection. Reportedly, the infected port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately four months and two days post a port placement via the left internal jugular vein, for the treatment of gastrointestinal cancer, the patient allegedly developed with bacterial infection with the blood culture resulted positive for staphylococcus aureus infection. Reportedly, the infected port was removed. However, the current status of the patient is unknown.